Manufacturer narrative:
Initial report sent: 9/14/2007.

Event description:
Procedure type: inguenal hernia repair. According to the reporter, the dissection balloon broke during the procedure. Allegedly, the balloon burst after 10 pumps and they continued the case by doing manual dissection. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. No pt injury was reported. No further pt details was released.